Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the advia chemistry xpt instrument outputted concentrated carbon dioxide (co2_c) results of >40 mmol/l on multiple patient samples and quality controls. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, determined the oil bath was contaminated, cleaned the oil bath, and repaired the reaction tray wash unit (wud) probe line since it was not aspirating. The customer ran calibration, precision check and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the contaminated oil bath, which was addressed with the service activities above, contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that concentrated carbon dioxide (co2_c) results of >40 mmol/l were obtained on all patient samples processed on the advia chemistry xpt instrument on (B)(6) 2024. Then, the customer ran quality controls, and all the quality controls recovered above the upper limit of the assay range (40 mmol/l). The results were not reported to the physician(s). The samples were repeated between three alternate advia chemistry xpt instruments. The repeat results recovered lower and were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.